Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02047.

Event description:
The patient was undergoing a coil embolization procedure with stent assist in the right internal carotid artery (ica) using penumbra coils 400 (pc400s) and a px slim delivery microcatheter (px slim). During the procedure, a non-penumbra stent was placed across the aneurysm, follow by the px slim and a non-penumbra microcatheter, which were advanced through a neuron max 6f 088 long sheath (neuron max). The physician then successfully placed two pc400s in the aneurysm using the px slim. While advancing the next pc400 through the px slim in the aneurysm, it was noticed that the pc400 was too long; the physician experienced resistance and part of the pc400 began falling out of the aneurysm and down into the parent vessel. Subsequently, the physician decided to partially retract the px slim to remove the pc400. Upon removal of the pc400, the physician noticed it was stretched with the coil winds visible. Next, the physician noticed under fluoroscopy that the distal marker on the px slim was located outside the aneurysm; therefore, the physician continued retracting the px slim out from between the stent and the target vessel and attempted to recannulate the aneurysm through the stent, but the markers of the stent had migrated from the original position.. The physician decided to end the procedure at this point and will continue the embolization procedure later after the stent is endothelialized. There was no report of an adverse effect to the patient.